Event description:
False positive result(s). On (B)(6) 2021 user purchased two flowflex home tests and carefully followed instructions. Took first and came back positive, took one an hour later and came back positive. First test taken approxinately at 5pm and the second around 6pm. User stated that he had no symptoms, no contact with anyone who had tested positive, was extremely isolated and wore a mask in public two weeks prior. The next morning went to testing site using the abbott binaxnow rapid test, which were negative. Then went to a site a couple of hours later and received a lamp test which returned negative the following day. He believes that our product is faulty. He has not developed symptoms the following two weeks and has test negative once more with the abbott test.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of (B)(4) met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.